Event description:
Product problem.

Manufacturer narrative:
This device has not been returned from the user facility as of this date. We do anticipate the device to be shipped from the user facility. A follow-up report will be sent to FDA when the investigation is completed.